Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer(age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the part where it holds the head of the flosser constantly broke, whenever the consumer used the flosser. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4)-2012, from a consumer(age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the part where it holds the head of the flosser constantly broke, whenever the consumer used the flosser. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4)-2013. The lot number was not provided and sample was not received. Hence, manufacturing and packaging batch record review, an inspection of the retain sample and lot trend analysis could not be performed. A trend review of the data associated with this complaint and product family did not show adverse trends. The complaint could not be considered confirmed. Documentation and history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4).